Event description:
It was reported that cgm displayed error message during use with g7 sensor. No additional information was received regarding the impact to the customer¿s blood glucose level. Customer contacted technical support, performed full pump reset with guidance, did not experience repeat cgm error, and successfully started new sensor session.